Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, entrapment and a vessel dissection occurred. The target lesion was located in the tortuous left anterior descending (lad) artery. A 2.75x28mm promus element stent delivery system (sds) was advanced but it got "stuck" in the vessel and a dissection occurred. The device was removed and the procedure was completed with a shorter promus element sds. No additional patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.